Manufacturer narrative:
Reported event of device dislodgement could not be confirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's leadless pacemaker dislodged post-op procedure and migrated into the right hip area and then to the right ventricle confirmed via imaging. The patient experienced right leg twitching as a result. The device was explanted and replaced. The patient was stable.